Event description:
It was reported that the customer had problems with the reservoir lock, prime and fill, and several alerts on the insulin pump.

Manufacturer narrative:
The insulin pump primed properly noted. No e alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube thread, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.